Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward-firing at 34,411 joules of use. The procedure was completed using a second fiber. There were "no adverse patient outcomes".

Manufacturer narrative:
(B)(4).